Event description:
Extended charge time (18.22 seconds) was reported fifteen months prior to explant. The device was later explanted and returned for analysis. It tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.